Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the intervention is unknown.

Event description:
On (B)(6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2011, a procedure was performed whereby an additional gore tag device was implanted. No further information was provided.